Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. Article attachment: the state of the absorb bioresorbable scaffold consensus from an expert panel na.

Manufacturer narrative:
Event was estimated as (B)(6) 2017. D6-implant date was estimated as (B)(6) 2012. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effect of death referenced in b5 is being filed under a separate medwatch report#. Literature attachment. Article title: the state of the absorb bioresorbable scaffold consensus from an expert panel.na

Event description:
It was reported through a research article identifying absorb that may be related to the following: death, target lesion failure, ischemia, myocardial infraction, thrombosis, and treatments with target lesion revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled: the state of the absorb bioresorbable scaffold consensus from an expert panel